Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of difficulty rotating the lead helix was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. The cause of helix difficult to rotate was isolated to the helix being clogged with blood and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of failure to capture and low sensing were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and low sensing were observed on the right ventricular lead due to lead dislodgment. During a revision procedure, the helix was difficult to rotate. The lead was explanted and replaced to resolve the event and the patient was in stable condition.